Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, mild vascular event (vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse®, around the nasolabial folds and near the fossa, the day prior to this report, on (B)(6) 2021. Radiesse® was injected with a relatively low amounts, it seemed as 0.2 ml per side (as reported), into the periosteum around the nasolabial folds and subdermal near the fossa. In (B)(6) 2021, after the treatment with radiesse®, the patient experienced what seemed to be a mild vascular event, as indicated by some slight changes around the area extending to near the lips and slightly into the nose. There was discoloration cobble looking skin in the nasal labial fold area. The patient was not worsening. The patient was treated with hylenex (reported as hyalanex), was flooded with saline and was started on oral medications. The patient was closely monitored. The physician wanted to know and explore more options, to further help the patient. Due to the provided information, the outcome of the event was considered as not resolved.